Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).

Event description:
A patient indicated that an implantable collamer lens was implanted; and reportedly, "I had icl surgery in (B)(6) 2020. Since then I've seen cloudy white vision when I'm in a dark/low it room and looking out the window when it is sunny outside.".